Event description:
It was reported that the health care professional (hcp) was at the clinic with the patient, attempting to setup their patient mobile monitor (pmm). Subsequently, they called boston scientific technical services (ts) for assistance, setup was attempted, but immediately, a screen was displayed that indicated setup incomplete, and that here had been an issue connecting to the insertable cardiac monitor (icm) device. Ts verified this pmm had updated software in airwatch, the pmm was restarted, and additional troubleshooting was executed by ts, but the issue persisted. Ts then instructed the hcp to connect to the icm using a clinic mobile monitor (cmm), an initial connection could be established; however, an icm device interrogation could not be completed using the cmm. Ts provided troubleshooting guidance, but the issue could not be resolved; hence, ts discussed with the hcp that this icm device should be explanted from the patient, replaced with a new device, and returned for analysis. The hcp stated they would discuss this information with the physician and the associated field representative. Additional information from boston scientific field representative indicates this icm device was explanted from the patient, and replaced with a new icm device, due to the reported issue. No adverse patient effects were reported. This icm device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Battery diagnostics were downloaded and found to be normal. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) was at the clinic with the patient, attempting to setup their patient mobile monitor (pmm). Subsequently, they called boston scientific technical services (ts) for assistance, setup was attempted, but immediately, a screen was displayed that indicated setup incomplete, and that here had been an issue connecting to the insertable cardiac monitor (icm) device. Ts verified this pmm had updated software in airwatch, the pmm was restarted, and additional troubleshooting was executed by ts, but the issue persisted. Ts then instructed the hcp to connect to the icm using a clinic mobile monitor (cmm), an initial connection could be established; however, an icm device interrogation could not be completed using the cmm. Ts provided troubleshooting guidance, but the issue could not be resolved; hence, ts discussed with the hcp that this icm device should be explanted from the patient, replaced with a new device, and returned for analysis. The hcp stated they would discuss this information with the physician and the associated field representative. Additional information from boston scientific field representative indicates this icm device was explanted from the patient, and replaced with a new icm device, due to the reported issue. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.